Manufacturer narrative:
A1 patient identifier: (B)(6). D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.

Event description:
It was reported that a pericardial effusion and hypotension occurred. A concomitant pulse field ablation and left atrial appendage closure procedure was performed using a farawave catheter and watchman flx pro left atrial occlusion device. Post procedurally the patient experienced chest tightness and became hypotensive with an arterial blood pressure of 83/44 mmhg. 200mg of dopamine was administered intravenously in 100ml saline and blood pressure increased to 106/53 mmhg. Additional saline was given and blood pressure increased to 118/62 mmhg. Blood pressure continued to fluctuate and additional dopamine infusions were administered. One (1) day post procedure ultrasound identified a thin pericardial effusion which was undetected on transthoracic echocardiography (tte). Two (2) days post index procedure the chest tightness resolved, the patient remained hypotensive, and intravenous dopamine and phenylephrine infusions were given. Three (3) days post index procedure patient blood pressure was 120/54 mmhg. Four (4) days post index procedure blood pressure was 98/54 mmhg and the patient was discharged. Fifty-three (53) days post index procedure transesophageal echocardiogram (tee) showed a thin pericardial effusion of the right ventricle measuring approximately 0.6mm with no presence of tamponade. One hundred fifty (150) days post index procedure, tee showed no pericardial effusion.